Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, the unit failed the evaluation due to frozen touchscreen. Logfiles were extracted and analyzed, where error code was recorded. During microscopic inspection, broken traces were found on the lcd flexible cable. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that this programmer was not booting up during capital equipment installation. This programmer was being returned. No patient reported at the time of event. Per product investigation review the field allegations of programmer unable to boot up were not confirmed since the unit was able to boot up. However, during microscopic inspection, broken traces were found on the liquid crystal display (lcd) flexible cable. Broken traces attributing to an unresponsive touchscreen is consistent with programmer unresponsive screen during threshold testing, that is evidence of an unresponsive touchscreen.